Event description:
It was reported that an ilet user experienced a ¿replace sensor¿ prompt and subsequent pairing failure with a libre 3 plus sensor, after which the sensor stopped working and the user was transferred to the cgm manufacturer for replacement; glucose values were reported as stable, and the event is consistent with an intermittent communication failure involving the antenna component of the electrical and magnetic subsystem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and partner organization. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet consistent with intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.